Event description:
It was reported that the patient went to the hospital and was diagnosed with hyperglycemia. Blood glucose (bg) values reached 1300 mg/dl while wearing the pod between 4 and 24 hours in the arm. It was reported the night prior to hospitalization the patient's bg level was 400 mg/dl and that they placed a new pod. The family wanted to take the patient for medical attention at that time, but the patient refused and stated they would see their physician in the morning. Symptoms included loss of consciousness, kidney failure, blood pressure issues low body temperature, and heart stopping 4-5 minutes. For treatment, the patient was given antibiotics, insulin and blood pressure medication. The patient was still in the hospital at time of call and reported to not be breathing on their own.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.